Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the lcp olecranpl 3.5 r 8ho l163 ti (part# 436.508, lot# 9899119 qty# 1) was returned and received at us cq. Upon visual inspection, it is observed that the plate was broken into two pieces. Both the pieces were returned. No other issues were found with the device. Additionally, the provided radiograph was reviewed and the post operative breakage of the plate was confirmed. Dimensional inspection: checked dimensions with caliper per relevant drawing. Plate thickness (at the fracture site); measured= pass document/specification review: the relevant drawing(s) was reviewed. No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the lcp olecranpl 3.5 r 8ho l163 ti (part# 436.508, lot# 9899119 qty# 1). A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 436.508, lot: 9899119, manufacturing site: raron, supplier: n/a, release to warehouse date: 14 apr 2016, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part: 436.508 lot: 80p4653 manufacturing site: raron release to warehouse date: (B)(6), 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A DHR review could not be performed for this pi. There is no record of this part having been manufactured by the monument facility. Packaging done occasionally. Please reassign this task to the correct group. Complaint is confirmed, as it is clearly visible that the plate is broken as described in the complaint description based on the received pictures. Furthermore, for a further examination it is necessary for us to receive the implant back. Additionally there are ten intact screw visible. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event (B)(6) as follows: it was reported that on an unknown date, the patient presented with post-op pain and an x-ray showed that the olecarnon implant was broken. The patient received the implant in (B)(6) 2020. On (B)(6), 2021 revision surgery was performed and the device was removed. This report involves one (1) 3.5mm ti lcp olecranon plate 8 holes/right/164mm. This is report 1 of 1 for (B)(4).